Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. The customer delivered a bolus via the pump prior to the going to the hospital to address bg, and was treated with intravenous fluids of saline and insulin, and had bloodwork while in the ICU. At the time of the report with tandem technical support the issue was resolved and no permanent damage, and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. A system check was performed, and it was found that the customer was using admelog insulin within the pump supplies. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.